Manufacturer narrative:
The dealer performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The dealer performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced.

Event description:
The hospital reported the caster broke off the machine. There was no report of patient involvement.